Event description:
It was reported that during a gastric bypass, at the second firing, the staple line opened and the surgeon stapled leaving a smaller gastric pouch. Another device was used to complete the procedure. No adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.